Event description:
The physician reported a connection issue during an implant attempt. No further details are available.

Event description:
The physician reported a connection issue during an implant attempt. No further details are available.